Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a patient about their trial. It was reported that the first trial the patient did was unsuccessful because the leads were moving all over the place. The patient stated that they were not getting a true sense if the therapy would work for them or not. The health care professional (hcp) told the patient that it was because they had such a large epidural space. The patient found a different hcp and did the trial again using surgical paddle leads this time. The patient stated that the 2nd trial worked better. The trial was performed (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.